Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were me. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of device memory indicated oversensing associated with the right ventricular lead. One patient alert for lead failure predictor on (B)(6) 2013. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2013. Daily pace lead trend data shows an increase for ventricular pace bi impedance= 494 to 3610 ohms peak between (B)(4) 2013. Eight ventricular non-sustained tachycardia (nst)<(><<)>=210 ms between (B)(4) 2013. Ventricular short interval count (v-sic)=196 counts, in 2.95 days between (B)(4) 2013. Concomitant products: 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary continued: analysis of the data indicated the impedance on the rv defibrillation portion of the lead was beyond the expected upper range. 927 sic were recorded since a session the previous day. The lead failure predictor on 2013-05-13 was triggered for lead impedance, sic and non-sustained episodes. (B)(4)

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Event description:
It was reported that the pace/sense portion of the right ventricular (rv) lead was exhibiting varying impedance and thresholds, oversensing, noise and increased short interval counts (sic). The lead was reprogrammed until a revision could be scheduled. The lead was capped and replaced with a new pace/sense lead. When connected to the implantable cardioverter defibrillator (ICD), the new lead also exhibited noise. The new lead was then connected to a new ICD and no noise was seen. The new ICD was then implanted. No patient complications have been reported as a result of this event.

Event description:
It was later reported that the high voltage portions of the rv lead were exhibiting high, low and varying impedance. Lead detections and alerts were programmed off. A single spurious rise in impedance was also observed but had since returned to previous normal measurements. The lead was subsequently capped and replaced.